Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced difficulty charging the pump with the wall adapter. Reportedly, the customer was able to charge the pump with an alternate adapter. Additionally, it was reported that the pump battery was depleting quickly. Customer¿s blood glucose value was 81 mg/dl. Customer reverted to an alternate pump for insulin therapy.